Event description:
It was reported that after reconnecting the ilet pump, the user paired a dexcom g7 continuous glucose monitor (cgm) sensor to the dexcom mobile app instead of entering the pairing code into the ilet, resulting in no glucose readings on the ilet while readings appeared on the dexcom app. No adverse clinical symptoms reported. Outcomes included education on proper pairing, with no health impact. User support included customer support troubleshooting and user education on correct sensor pairing to the ilet using the sensor code. Investigation of this case revealed user pairing error with the external cgm integration, resolved by entering the correct g7 code into the ilet and allowing standard pairing time. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing workflow.

Manufacturer narrative:
Initial.